Event description:
High impedance, > 3000 ohms, and inappropriate shocks were reported. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information was received and an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found; proximal segment returned.